Event description:
It was reported that a fails accuracy +13.5% (during testing / no patient injury) was experienced.

Manufacturer narrative:
E4: initial reporter also sent report to FDA. Is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. There was no evidence of the error recorded in the event history log. The customer reported problem was verified. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The root cause of the reported issue could not be determined with the provided information. Expulsor was trimmed down to bring the delivery accuracy closer to nominal of a range.